Event description:
Reporter alleged when going to the doctor for a routine check up, the customers' result measured 254 mg/dl compared to the doctors' measurement of either 80 or 90 mg/dl. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.